Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Please reference section. Device evaluation: the electrodes were returned for evaluation; the malfunction was duplicated during visual evaluation. The reported malfunction was attributed to a disconnected wire from the posterior electrode. Evaluation found evidence of the indentation of the wire within the ring and socket indicating the electrodes were assembled correctly at the time of manufacture. Further evaluation indicates external force causing the high voltage wires to be disconnected from the electrode pads. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), a wire had become dislodged from the electrode pad. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The electrodes were returned for evaluation; the customer's report of disconnected wire was observed during visual evaluation. Evaluation found indentation evidence to suggest it was correctly assembled. Evaluation of the retain electrodes did not reveal any irregularities that would have contributed to the reported event. Analysis for reports of this type has not identified an increase in trend.